Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation on her back under the lifevest. The patient was in a coma that was not a result of her lifevest use. The patient's doctor ended use of the lifevest due to the rash. The outcome of the irritation is not known.